Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient, on (B)(6) 2025, the patient experienced a systemic whole-body itching reaction after the wearable had been inserted in an unknown location. Dexcom technical support attempted to follow-up with the patient multiple times to obtain further details and clarification regarding the incident, but the patient declined to provide further information. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.